Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the error occurred during the generation of charge report. A technical support specialist (tss) connected to the application server and successfully ran a report without encountering any issues or errors. The tss verified that all certificates were current, and both the job scheduler and structured query language reporting services were running properly. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. E1: facility name: yankton medical clinic pc wagner indian health system

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the error message as "unexpected error has occurred'' displayed while the user was generating charge report. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.